Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that diaphragmatic and phrenic nerve stimulation were observed during the left ventricular (lv) lead implant procedure. Placement difficulty was also experienced as only one target was available and high thresholds were seen in addition to the extracardiac stimulation. The lead was turned off and the stimulation is to be re-evaluated at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.